Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), embolization occurred. Following treatment of two lesions using the oad, embolization of plaque particulate occurred. Three unplanned stents were placed to resolve the issue and atherectomy was unable to be completed. The patient was in stable condition following the procedure.